Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included inflammation, adenomyosis, paratubal cyst, uterine fibroid, vaginal bleeding and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("ankle pain/ hip pain"), memory impairment ("brushed off/not being able to remember important details"), musculoskeletal pain ("shoulder pain"), intervertebral disc protrusion ("flattened disc") and musculoskeletal disorder ("no long stretch my right arm over my head"). The patient was treated with surgery (robotic laparoscopic total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, arthralgia, memory impairment, musculoskeletal pain, intervertebral disc protrusion and musculoskeletal disorder outcome was unknown. The reporter considered arthralgia, intervertebral disc protrusion, memory impairment, musculoskeletal disorder, musculoskeletal pain and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6) 2013. Concerning the injuries reported in this case, the following ones were reported via social media: arthralgia, memory impairment, musculoskeletal pain, intervertebral disc protrusion and musculoskeletal disorder. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received :medical device removal event replaced with pelvic pain, medical history added,lot no added, patient¿s dob and reporter information added and discrepancy noted rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included inflammation, adenomyosis, paratubal cyst, uterine fibroid, vaginal bleeding and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("ankle pain/ hip pain"), memory impairment ("brushed off/not being able to remember important details"), musculoskeletal pain ("shoulder pain"), intervertebral disc protrusion ("flattened disc") and musculoskeletal disorder ("no long stretch my right arm over my head"). The patient was treated with surgery (robotic laparoscopic total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, arthralgia, memory impairment, musculoskeletal pain, intervertebral disc protrusion and musculoskeletal disorder outcome was unknown. The reporter considered arthralgia, intervertebral disc protrusion, memory impairment, musculoskeletal disorder, musculoskeletal pain and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013. Concerning the injuries reported in this case, the following ones were reported via social media: arthralgia, memory impairment, musculoskeletal pain, intervertebral disc protrusion and musculoskeletal disorder. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("ankle pain/ hip pain"), memory impairment ("brushed off/ not being able to remember important details"), musculoskeletal pain ("shoulder pain"), intervertebral disc protrusion ("flattened disc") and musculoskeletal disorder ("no long stretch my right arm over my head"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, arthralgia, memory impairment, musculoskeletal pain, intervertebral disc protrusion and musculoskeletal disorder outcome was unknown. The reporter considered arthralgia, intervertebral disc protrusion, medical device removal, memory impairment, musculoskeletal disorder and musculoskeletal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: arthralgia, memory impairment, musculoskeletal pain, intervertebral disc protrusion and musculoskeletal disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case become serious incident. Essure was removed, details added in non drug treatment received of event with seriousness criteria medical significant and intervention required ticked. Indication and dates of essure added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.